Event description:
Event description guidant received information that the ventricular impedance of this implantable lead had dropped to an out-of-range measurement. It was further reported that the occasional weekly averages are elevated and out-of-range. Implantable cardioverter defibrillator (ICD)

Manufacturer narrative:
The physician elected to follow the patient for now. Boston scientific will provide additional information when it is available. -- the lead was subsequently explanted and returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the trilumen insulation is abraded through to the rate sense and distal high voltage lumens approximately 400-410mm from the terminal pin. Additionally, there is webbing damage noted in the area between all three lumens and all three conductors are worn/abraded and melted metal is noted on the distal and proximal cables. -due to the location and type of damage this was likely the result of entrapment in the clavicle/ first-rib region. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the ventricular impedance of this implantable lead had dropped to an out-of-range measurement. It was further reported that the occasional weekly averages were elevated and out-of-range. --